Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced worsening back pain since a fall approximately six weeks ago. The patient fell onto their back from standing height and subsequently saw their primary care physician with no major injuries reported. The ins and lead connection were checked and found to be good, with an impedance check revealing electrode 15 impedance at 33450. The device was reprogrammed to avoid using electrode 15, and the patient was instructed to contact their managing pain physician regarding the fall and worsening back pain. Follow-up with the patient was planned for one week later. No patient complications have been reported as a result of this event. It was unknown if the issue resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.